Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact on the customer¿s blood glucose level. Technical support decided to replace the customer's pump, confirmed the warranty status, and instructed the customer to use a backup method (mdi) to ensure insulin delivery continued. The customer was guided on how to store the faulty pump and advised to return it with a pre-paid label within ten days, which they understood and acknowledged.